Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement presented with loss of capture measurements. No additional information is available at the moment. No additional adverse patient effects were reported.